Event description:
The account alleged the bed has no bed functions working.

Manufacturer narrative:
The tech discovered that the power supply board had water on it, causing the board to short. He found that housekeeping had just cleaned the bed. The tech spoke to the nurse manager and recommended that housekeeping use a damp rag to clean this bed as outlined in the service manual. He replaced the power supply board to repair the bed.